Event description:
Additional information received 20-oct-2021 stated "after the ng [naso gastric] tube was placed and confirmed via x-ray, staff attempted to remove the stylet from the ng tube using normal force for removal. The side port was flushed with 10mls of water prior to attempting stylet removal." The staff were unable to remove the stylet and the decision was made to remove this ng tube and place another tube. The second tube placement was performed without difficulties. The reported ng tube stylet was pulled from the ng after removal from the patient using extra force. Once the stylet was removed, a slit/hole was noted in the tube between the 22 the 23 markings. The reported stylet was discarded.

Manufacturer narrative:
All information reasonably known as of 16-nov-2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
The sample was received without the original packaging; however, a stock code was identified during the sample device evaluation. No other components were received with the tubing. During evaluation, the returned sample device was infused with water to show a fluid pathway. The tube was examined under magnification, there was a slit/ tearing effect identified. The area where the slit/ tearing effect located at the back portion of the tube between 22-23 cm marking. Jagged edges were identified on the area of tearing/ slit. The root cause of the reported incident could not be conclusively determined. All information reasonably known as of 04-jan-2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
Additional information received from the user facility on 20-oct-2021 stated: after the ng [nasogastric] tube was placed and confirmed via x-ray, staff attempted to remove the stylet from the ng tube using normal force for removal. The side port was flushed with10 mls of water prior to attempting stylet removal. Staff was unable to remove the stylet and the decision was made to remove this ng tube and place another tube. The 2nd tube placement was performed without difficulties. The reported ng tube stylet was pulled from the ng after removal from the patient using extra force. Once the stylet was removed, a slit/hole was noted in the tube between the 22 and 23 markings. The reported stylet was thrown in the garbage. Unable to report any information regarding the condition of the stylet.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. All information reasonably known as of 20-oct-2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
The actual sample was not returned for further evaluation of the potential defect; however, a photograph of the device was provided. A review of the device history record is in-progress. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
It was reported via FDA u/f report (B)(4) the following information: ngt (nasogastric tube) inserted, unable to draw back. Pulled the tube out, noticed a slit/hole in the tube. Additional information received 21-sep-2021 stated the nurse noted the ngt tube was flushed prior to stylet removal. The slit/hole was located between the 22 and 23 marking on the ngt.